Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mom pinnacle litigation record received. There is no allegation received. Doi: (B)(6) 2008 - dor: (B)(6) 2013, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: a2(age), a3, b5, b7, d4 (expiration date), and h6(patient). No code available use for medical device removal and elevated metal ions.

Event description:
After review of medical records patient was revised to addressed left total hip revision with metal on metal articulation and pain. Operative notes indicated elevated metal ions levels however no laboratory result reported. Added medical history, lawyer, age, height and weight of patient, expiration date of liner and head. Also added stem in impacted product due to alleged elevated metal ion level. Doi: (B)(6) 2008 dor: (B)(6) 2013. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.